Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem in that the pump "won't stop beeping even without the batteries" issue was unable to be repeated during the investigation. Multiple upstream occlusion sensor alarm messages were found in the pump's event history logs. Service recommended an upstream occlusion sensor to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump could not stop beeping even without the batteries. No adverse effects were reported.